Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be peeling. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. The damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The backlight button contact was found to be missing and the up and down arrow contacts were found to be misaligned.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.